Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, insulin pump was received stuck in the motor error loop during bolus and basal delivery. Insulin pump was unable to confirmed error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump was received with minor scratches on lcd window, cracked case at display window corners and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error and the device reset during prime. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is unable to complete the rewind sequence. Blood glucose value is 156 mg/dl. Nothing further reported.